Manufacturer narrative:
H1: updated reportable event to malfunction.

Event description:
On april 10, 2019 a medwatch (mw5085320) was sent via email stating, ¿emergent surgery for ruptured thoracic aortic aneurysm. Determined later in her stat that likely delivery system (olive tip) of tevar placed emergently during active CPR was retained at the level of aortic bifurcation into left common iliac artery. No harm.¿ further information provided by the physician stated the patient was initially a ¿stable rupture¿ of taaa, who upon being in the or for a few minutes, with anesthesia preparation, developed over rupture requiring CPR. During the procedure they physician had to rapidly gain access and place the device. The sheath was reported to be one size smaller than ideal, but the device went up without difficulty and was deployed saving her life at that time. It was not recognized at that time that any problem occurred with device removal. The olive tip was recognized one month later on a CT scan. The olive remained in the patient and reportedly did not cause any adverse outcome.